Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge field service engineer (fse) reported that the issue was fixed over a telephone conversation with the customer. The customer reported to the fse that they may have started the touchscreen configuration and did not complete. The fse had the customer performed a screen calibration, and that cleared the error code. The abp was then safe to operate and the customer put it back in clinical service.

Event description:
It was reported that during a routine check performed by the customer, the cardiosave intra-aortic balloon pump (iabp) alarmed "error code#6". There was no patient involvement, and no adverse event reported.